Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error alarm due to blank display noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that he able to saw open book image on screen. Customer states there was fluid in the battery compartment. Customer states battery cap was not damaged. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.